Manufacturer narrative:
The concentrator was returned for evaluation, and subsequent testing verified the complaint of the no breath alarm not functioning. The underlying cause was identified as a pcb board failure (no alarms). Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating out of box failure, the no breath alarm will not activate, and the unit goes into auto pulse mode without activation.